Event description:
On april 16, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4: date of this report on 01 july 2024. G3: date received by the manufacturer? 01 july 2024. H3: device evaluated by manufacturer? No. H6: type of investigation updated to 4114. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.